Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p11-22 that has a similar product distributed in the us, list number 8p11-21, with 510k/PMA/bla number p110029.

Event description:
The customer observed false positive alinity I hbsag qualitative ii and alinity I hbsag qualitative ii confirmatory results for a 56-year-old male patient. The following results were provided: on (B)(6) 2025, sid (B)(6), hbsag qualitative results = 4.87 s/co, 4.77 s/co, 5.00 s/co (reactive) hbsag confirmatory results hbsagquac2 results = 4.28 s/co, 4.46 s/co, 99%neut. On (B)(6) 2025 new sample sid(B)(6), hbsag result = 0.75 s/co (nonreactive) hbv serological markers results = no reactivity. No impact to patient management was reported.

Event description:
The customer observed false positive alinity I hbsag qualitative ii and alinity I hbsag qualitative ii confirmatory results for a 56-year-old male patient. The following results were provided: (B)(6) 2025 sid (B)(6) hbsag qualitative results = 4.87 s/co, 4.77 s/co, 5.00 s/co (reactive) hbsag confirmatory results hbsagquac2 results = 4.28 s/co, 4.46 s/co, 99%neut. (B)(6) 2025 new sample sid (B)(6) hbsag result = 0.75 s/co (nonreactive) hbv serological markers results = no reactivity no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false reactive alinity I hbsag qualitative ii confirmatory results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I hbsag qualitative ii confirmatory assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 74350fz00. In-house clinical specificity testing was completed with a retained kit of the complaint lot. All specifications were met, indicating the lot is performing acceptably. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency with the alinity I hbsag qualitative ii confirmatory assay for lot 74350fz00 was identified. All available patient information was included. Additional patient details are not available.